Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvéderm vollure¿ xc into the upper/body of lips, nasolabial folds, and marionette lines, and with 0.5ml of juvéderm voluma® xc in the bilateral cheeks and 1.5ml in the bilateral hands. Two and a half months after injection the patient experienced, "upper lip swelling progressing to hard lumpy areas." 10 days later the patient was treated with oral zyrtec, zantac, ibuprofen, and benadryl. The next day the patient was treated with hyaluronidase to left upper lip, and 12 days later with oral doxycycline. Symptoms are ongoing.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling and progressing to hard lumpy areas and edema " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvéderm vollure¿ xc into the upper/body of lips, nasolabial folds, and marionette lines, and with 0.5ml of juvéderm voluma® xc in the bilateral cheeks and 1.5ml in the bilateral hands. Two and a half months after injection the patient experienced, "upper lip swelling progressing to hard lumpy areas." 10 days later the patient was treated with oral zyrtec, zantac, ibuprofen, and benadryl. The next day the patient was treated with hyaluronidase to left upper lip, and 12 days later with oral doxycycline. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00239 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.